Event description:
Case description: this spontaneous report originating from the united states as received from a consumer refers to a female pt of unk age. This report concerns 1 pt and 1 device. The pt used the orthotic ((B)(4) 's heel pain relief orthotics-men's) for an unk indication. On an unk date the pt experienced 3 unexpected surgeries (medically significant) and the orthotic just did not work for her. The action taken on the orthotic was unk. The outcome of the 3 unexpected surgeries was reported as recovering/resolving. The outcome of the lack of effect was unk. The reporter considered the lack of effect to be related to orthotic ((B)(4)'s heel pain relief orthotics-men's), and the relatedness of the unexpected surgeries was unk. The orthotic ((B)(4)'s heel pain relief orthotics-men's) was not available for investigation. For the orthotic ((B)(4)'s heel pain relief orthotics-men's), the lot number was not available and the serial number was not available. For the orthotic ((B)(4)'s heel pain relief orthotics-men's), quality investigation status: since the device was not being returned and no batch or lot no was available, evaluation for a malfunction was not possible. Additional info has been requested.